Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code when he connects to the alaris system maintenances was not identified during the customer call. Tech support recommended to re flashing the software on the unit. Tech support explained to the customer that the issue appears to be software-related; however, if the problem persists, the logic board may need to be replaced. The customer acknowledged the recommendations and agreed to proceed with the suggested steps. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error code when he connects to the alaris system maintenances. There was no patient involvement.